Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure was coming out of the cervix"), pelvic pain ("pain / pain"), genital haemorrhage ("persistent bleeding"), urinary tract infection ("urinary tract infection/ infection (urinary tract)") and cystitis ("bladder infection/ infection (bladder)") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1999, (B)(6) 2002 and (B)(6) 2008), ear infection, vaginal discharge, vulval irritation, vaginal odor, hypertension, sickle cell trait, headache, migraine, cholecystectomy, depression, chlamydia trachomatis infection, diarrhea, pelvic pain, suicidal ideation, cramp in lower abdomen, pap smear abnormal, colposcopy, menarche, chlamydial infection and gerd. Denies fever, chills, abdominal pain, excessive bleeding, nausea or vomiting. Denies seasonal allergy history. Denies pain discharge, swollen glands, recent url (interpreted as upper respiratory infection), or decreased hearing. She denies any fever, chills,nausea or vomiting. She denied any urinary frequency or hematuria, fever, chills, nausea or vomiting. Concurrent conditions included obesity, allergic reaction to analgesics, urinary frequency, earache, vaginal itching, urinary tract infection, cervicitis, dysuria, smoker, nasal stuffiness, sore throat, vertigo and anesthesia. Family history included diabetes ((mother)). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as panadeine co (tylenol #3) and vasopressin. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rashes") and skin disorder ("bumps on skin"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), urinary tract infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), investigation noncompliance ("did not undergo an essure confirmation test"), nausea ("nausea"), dizziness ("dizzy") and fluid retention ("fluid buildup"). The patient was treated with antibiotics, surgery (underwent supracervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, rash, dyspareunia, vaginal discharge, alopecia, headache, investigation noncompliance, nausea, dizziness, fluid retention, bladder disorder, urinary tract disorder and skin disorder outcome was unknown, the weight increased was resolving and the abdominal pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dizziness, dyspareunia, female sexual dysfunction, fluid retention, genital haemorrhage, headache, investigation noncompliance, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Current weight-165 lbs. Mr- patient tolerated insertion procedure well. Eight colis at left tubal ostia and 4 at right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. (B)(6) 2015 : uterus and cervix,hysterectomy: gross description: uterus/cervix". Received in formalin is a 155 g uterus with attached cervix. The uterus measures 11.5 cm from fundus to ectocervix, 5 cm from cornu to cornu, and 4.5 cm from anterior to posterior. The serosa is tan-pink, smooth and glistening. The cervix measures 3.5 cm in length and 5 x 4 cm in diameter. The ectocervical mucosa is tan-pink and smooth. The cervical os is elongate. The endocervical canal is lined by tan, soft mucosa with nabothian cysts present. Opening of the uterine fundus reveals a triangular shaped endometrial cavity measuring 4 cm in length and 2.7 cm in width. Extruding through the endometrial cavity from the left cornu is a coiled wire measuring 2.2 cm in length consistent with an essure insert. The endometrium is tan-red and smooth, averaging 03 cm in thickness. The myometrium is pink-tan and firm with no lesions or nodules grossly identified, and averages 25 cm in thickness. Fallopian tubes and ovaries are absent. Representative sections are submitted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure was coming out of the cervix¿ most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events added: bladder or urinary problems or changes, bumps on skin. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), genital haemorrhage ("persistent bleeding"), urinary tract infection ("urinary tract infection / urinary problems or changes") and cystitis ("bladder infection / bladder problems or changes") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 1999, (B)(6) 2002 and (B)(6) 2008), ear infection, vaginal discharge, vulval irritation, vaginal odor, hypertension, sickle cell trait, headache, migraine, cholecystectomy, depression, chlamydia trachomatis infection, diarrhea, pelvic pain, suicidal ideation, cramp in lower abdomen, pap smear abnormal, colposcopy, menarche, chlamydial infection and gerd. Denies fever, chills, abdominal pain, excessive bleeding, nausea or vomiting. Denies seasonal allergy history. Denies pain discharge, swollen glands, recent url (interpreted as upper respiratory infection), or decreased hearing.she denies any fever, chills,nausea or vomiting. She denied any urinary frequency or hematuria, fever, chills, nausea or vomiting. Concurrent conditions included obesity, allergic reaction to analgesics, urinary frequency, earache, vaginal itching, urinary tract infection, cervicitis, dysuria, smoker, nasal stuffiness, sore throat, vertigo and anesthesia. Family history included diabetes ((mother)). Concomitant products included medroxyprogesterone (depo provera) for contraception as well as panadeine co (tylenol #3) and vasopressin. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced loss of libido ("apareunia (inability to have sexual intercourse)"), rash ("rashes"), alopecia ("hair loss"), abdominal pain ("abdomen pain"), investigation noncompliance ("did not undergo an essure confirmation test"), nausea ("nausea"), dizziness ("dizzy"), fluid retention ("fluid buildup") and device expulsion ("essure was coming out of the cervix"). The patient was treated with surgery (underwent supracervical hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, loss of libido, rash, vaginal discharge, alopecia, headache, investigation noncompliance, nausea, dizziness, fluid retention and device expulsion outcome was unknown, the weight increased was resolving and the abdominal pain had resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered abdominal pain, alopecia, cystitis, dizziness, dyspareunia, fluid retention, headache, investigation noncompliance, loss of libido, menorrhagia, migraine, nausea, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had the need for additional surgery. Current weight-(B)(6) lbs mr- patient tolerated insertion procedure well. Eight colis at left tubal ostia and 4 at right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. On (B)(6)-2015 : uterus and cervix,hysterectomy: gross description: uterus/cervix". Received in formalin is a 155 g uterus with attached cervix. The uterus measures 11.5 cm from fundus to ectocervix, 5 cm from cornu to cornu, and 4.5 cm from anterior to posterior. The serosa is tan-pink, smooth and glistening. The cervix measures 3.5 cm in length and 5 x 4 cm in diameter. The ectocervical mucosa is tan-pink and smooth. The cervical os is elongate. The endocervical canal is lined by tan, soft mucosa with nabothian cysts present. Opening of the uterine fundus reveals a triangular shaped endometrial cavity measuring 4 cm in length and 2.7 cm in width. Extruding through the endometrial cavity from the left cornu is a coiled wire measuring 2.2 cm in length consistent with an essure insert. The endometrium is tan-red and smooth, averaging 03 cm in thickness. The myometrium is pink-tan and firm with no lesions or nodules grossly identified, and averages 25 cm in thickness. Fallopian tubes and ovaries are absent. Representative sections are submitted. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: essure was coming out of the cervix¿ most recent follow-up information incorporated above includes: on 19-jan-2018: events -"menorrhagia, urinary tract infection, bladder infection, apareunia (inability to have sexual intercourse), rashes, dyspareunia (painful sexual intercourse), vaginal bleeding, vaginal discharge, weight gain, hair loss, migraines, abdomen pain, did not undergo an essure confirmation test, nausea, dizzy, fluid buildup", concomittant drug, historical condition, reporter added from pfs. Event - 'essure was coming out of the cervix', historical condition, concomittant condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report